Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported a fresenius optiflux 180nre dialyzer finished assy. That leaked dialysate an hour and a half into the patient¿s hemodialysis treatment. The patient was set up with a new dialyzer and new blood lines, and with an estimated blood loss of 100ml. There was no known harm or adverse event reported.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, cracking was noted on the cavity ID and non-cavity ID end of the dialyzer. The cracks identified on each end of the dialyzer were located in the threaded area of the header caps. There were no witness marks present on either header cap that would suggest a potential cause of the observed damage. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.